Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. It has been reported that there was a difference in readings between the pt's bg compared to cgm. It was indicated that the patient used multiple bg meters throughout the same sensor session, which is misuse of the device. On (B)(6) 2023, the patient experienced inaccurate cgm values three days after the sensor was inserted in the arm. The patient experienced hypoglycemia and fell (loss of balance), he was still conscious at the time, but he hit his head and had a contusion. The mother treated him to juice and called an ambulance. The paramedics treated the patient with two hypopaks (glucose) and with a glucose pen. They took the patient to the hospital, and he was treated there with two sandwiches and an apple juice. They applied skin glue to the head wound. At the hospital they performed blood tests; the results are unknown. The patient was discharged the next day. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.